Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e initial reporter phone: o: (B)(6).

Event description:
The event occurred on an unspecified date and involved a 4" smallbore quadfuse ext set w/4 microclave®, 4 clamps, rotating luer. The device reportedly cracked where the clave met the extension (bonded) during patient use. It was also stated that the product has been on a patient for 2+ weeks. There was no report of any human harm.

Manufacturer narrative:
The reported complaint of a crack could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed and a probable cause cannot be determined. No lot received for a device history review (DHR). D9 - device available for evaluation: no.